Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver displays initialization screen and continuously resets without displaying trend graph or date/time set the receiver. Download cannot be performed with receiver in this state..opened unit,passes interior visual inspection. Speaker measured 7.7ohms.(within tolerance). Performed receiver download with main board separated from ui-u1. The download contains no data from the relevant dates of this investigation..functional test,audio tests with communication tool,and 'wiggle' test could not be performed due to continuous initialization. The reported event of an intermittent audio output was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.